Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the insulin pump was not exposed to an MRI. Reviewed the alarm history and found battery alarms. Performed the displacement test and failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading was 119mg/dl. The caller mentioned that the insulin pump had a cracked case. No further information was provided.

Manufacturer narrative:
Insulin pump was received with all battery currents within specification. Insulin pump passed displacement, basic occlusion, self, and motor tests. Insulin pump was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion and no delivery tests due to the prime/fill anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.